Manufacturer narrative:
The mask was returned to resmed for an engineering investigation. The reported complaint was confirmed through visual inspection. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to environmental stress cracking of the polycarbonate clips. It is possible that the complaint mask was used in an environment that was not expected under normal use condition. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that during use of an airsense 10 device with an airfit n30i mask, a plastic piece from the airfit n30i mask broke. The broken piece was reportedly "sniffed" from the patient's nasal cavity to the mouth. There was no report of a serious injury to the patient.

Event description:
It was reported to resmed that during use of an airsense 10 device with an airfit n30i mask, a plastic piece from the airfit n30i mask broke. The broken piece was reportedly "sniffed" from the patient's nasal cavity to the mouth. There was no report of a serious injury to the patient.

Manufacturer narrative:
Based on photos that were made available to resmed, the reported complaint of "broken part" was confirmed. The mask was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. The airfit n30i user guide provides the following warning, ¿visual criteria for product inspection: if there is any visible deterioration of a mask component (cracking, crazing, tears, etc.), the component should be discarded and replaced.¿ resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that during use of an airsense 10 device with an airfit n30i mask, a plastic piece from the airfit n30i mask broke. The broken piece was reportedly "sniffed" from the patient's nasal cavity to the mouth. There was no report of a serious injury to the patient.